Manufacturer narrative:
The manufacturing records for the onxmc-25/33 sn (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Onxmc-25/33 sn (B)(6) was implanted in the mitral position on (B)(6) 2017 of a 29-year-old male following symptoms associated with endocarditis (infection) in his native valve. This valve was explanted and replaced on (B)(6) 2019 (1 year 274 days postop) with an onxm-31/33 sn (B)(6) due to severe paravalvular leak (pvl). Upon surgery it was observed that one-quarter of the annulus was dehisced (i.e. Tissue-valve separation. This gap accounts for the severe regurgitation shown on echocardiogram. The probable cause of this pvl is the recurrent effect of endocarditis compromising the integrity of the tissue to which the initial valve was sewn. By replacing this valve with another, the seal between the new valve sewing cuff and viable annulus tissue can be re-established thereby eliminating the pvl. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Historically, pvl occurs at a rate of 1.2 % per patient-year for all pvls, while major pvl occurs at a rate of 0.6 % per patient-year for rigid heart valve substitutes [iso 5840 :2005(e)]. Root cause for this event is severe paravalvular leak as a consequence of endocarditis leading to reoperation and explantation. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to implant registration cards returned from the user facility, onxmc-25/33 serial number (B)(4) implanted (B)(6) 2017 in the mitral position explanted (B)(6) 2019 and replaced with onxm-31/33 sn (B)(4).